Event description:
Medical records received on 21 june 2019 were reviewed to identify patient harms/product issues on 26 november 2019. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon reported thick fibrosis throughout the knee which were extensively resected. He indicated the tibial component had subsided and with gentle taps was able to free the tibial component. He noted the removal of the femoral component by use of osteotomes. The surgeon indicated the patella was well-fixed and retained. The patient was implanted with a competitor system and smartset bone cement x 2. There were no complications to the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
Product complaint # ==> (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient contacted (B)(6) 2018 and indicated he has been revised due to loosening.